Event description:
It was reported that the right atrial lead exhibited a capture anomaly. The lead was capped and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the right atrial lead exhibited loss of sensing. Upon opening the pocket, the lead was noted to be twisted in the pocket.